Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that when the nurse went to hang fluids, the tubing broke on 2 sets of tubing. No patient harm was reported.